Manufacturer narrative:
The service rep found a pin in the interconnect cable bent and pushed. He replaced the interconnect cable and lemo plug. Confirmed system operated as intended.

Event description:
The customer reported the system had no fluoro. Another c-arm used to complete the case. No pt injury was reported.